Manufacturer narrative:
The device has not been returned. Therefore a product analysis has not been performed.

Event description:
An alleged defect was reported with no details provided. Requests for additional information have been made with no response received at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
The correct serial number is (B)(4). The correct lot number is 208955668. Concomitant medical products: 8253200 - patient interface, response 3.0; s/n - (B)(4); manufacture date- november 17, 2014; 510k number - k083124; procode - etn date manufacturer received - july 13, 2016; 8253002 (s/n (B)(4)) nim 3.0 mainframe: the mainframe has been received. The initial inspection indicates that the reported issue was confirmed. The device does not power up properly and displays an error message. The software needs to be updated, the cpu failed and dsp board failed. The repairs have not been completed at this time. 8253200 (s/n (B)(4)) patient interface: the patient interface was returned without the spare fuses. Two new spare fuses were attached to the patient interface. The device was successfully tested to specifications. (B)(4).

Event description:
Additional information was provided indicating that there were alarms. The system was not reading the probes and not showing information on the screen when the endotracheal tube was in-situ. An error message was displayed on the screen. The sales rep indicated that it was a connection issue. After the customer has set-up the system, they will sometimes get red "x"s instead of green checks, indicating that the circuit is not complete. If the issue cannot be resolved, a replacement system is used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.